Event description:
The customer reported that the unit failed the charge button portion of the opcheck.

Manufacturer narrative:
The customer reported that the unit failed the charge button portion of the opcheck. The unit was evaluated at philips, and the failure was duplicated. Realignment of the charge button resolved this reported issue.